Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during basal delivery. Customer's blood glucose was 400 mg/dl. The customer stated that while sleep he rolled over the pump while sleeping. Customer was advised to discontinue use of the device and revert to a back up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to moisture damage on the force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime fill anomaly. The motor was tested outside the device and passed. No motor error alarm noted. The insulin pump has scratched reservoir tube window, cracked reservoir tube lip and minor scratched lcd window.